Event description:
It was reported that the device created complete donuts and the scope was fine and they tested with air. The anastomosis was intact. The patient went to a floor and a few hours post op bleeding was discovered in the abdomen at gatrojejunostomy anastomotic site. Patient spent 1 day in ICU. Patient was transfused as appropriate. The bleeding stopped spontaneously. The patient is being observed and managed conservatively. The surgeon is not assessing responsibility to our circular stapler. Patient is ok and went home. There were no other patient consequences.

Manufacturer narrative:
Date sent: 10/16/2006.h3. Evaluation summary: d4; h4; information is unavailable; device was not returned for evaluation.